Event description:
It was reported that the user received an ¿alert 38 ¿ motor stall¿ on the ilet after a supply change, and after a guided restart, dry run, and complete supply replacement, the alert did not recur; blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, and a mechanical problem was identified during the assessment. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.